Event description:
On (B)(6) 2012 the reporter, the patient's husband, contacted animas to report that for four to five months, the patient had obtained elevated fasting blood glucose readings ranging from 200 mg/dl to 300 mg/dl. At those times, the patient experienced the symptoms of blurred vision, nausea and feeling hot. The patient corrected her blood glucose levels with bolus doses of insulin via the pump. On another unspecified date, the patient obtained the blood glucose reading of 50 mg/dl, and she experienced the symptoms of shaking, sweating and slurred speech. The patient administered self-treatment; she did not seek any medical attention. The patient contacted animas to request assistance in adjusting the basal rates on the pump. It was reported that in (B)(6) 2011, the patient had been prescribed the medication victoza, which had caused her a substantial weight loss and stress. Troubleshooting revealed the patient's technique was correct, the pump settings, programming and date/time were correct and there were no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered episodes of symptoms and blood glucose levels suggesting both severe hypoglycemia and hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.